Manufacturer narrative:
Product analysis found that visually, the inner shaft was bent until broken 0.49 inches from the distal end of the inner hub. The spiral wrap was overextended past the proximal end of the outer hub by 1.25 inches. There were striations on the distal outside diameter of break point and on the proximal end of the outer hub. There was deformation on the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. There was no damage to the distal tip. The hub bushings were rough and worn. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bur could not be removed .the procedure was completed with the reported product .the event took during tear ana stomotic procedure. No patient injury. Additional information noted after the analysis of handpiece that the bur was removed and disassembled and cleaned the device.